Event description:
Company became aware of this incident when it was reported to a technical service rep on 7/2003. Company recently identified an issue related to scanning the barcodes of immulite 2000 allergen specific ige vials and the proper identification of the allergens. Barcoded vial info may be incorrectly read by the scanner, leading to the possibility that the wrong allergen may be pipetted. This mis-read is a range occurrenace, but if it occurs, it may lead to an incorrect allergen being tested. When the barcode scanner is used to scan allergen wedge holders containing the allergen vials for identification on the immulite 2000 system, an error is scanning the vials may allow misidentification of allergens by incorrectly duplicating the info from one position and assigning it to another position. This misidentification allows the possibility of pipetting from the wrong allergen vial.